Event description:
A customer reported issues with a pump experiencing pairing problems with a dexcom device, along with a less responsive pump screen. There was no adverse impact to the customer¿s blood glucose level. The pump was out of warranty as of november 23, 2025, and could not be repaired or replaced. The customer was advised by the support team on the necessary steps and proceeded to renew as a resolution.